Event description:
Customer reporting a spouse that has had 6 false positive sars results (each will be filed as a separate event). Customer communicated the results were confirmed negative by pcr and other rapid antigen test.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.